Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient interface with suction lost in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s right eye was finished successfully without any issue. Reported malfunction is not visible in the logfiles and thus cannot be confirmed for the reported patient interface. However, the previous treatment was canceled by the customer, by pressing the vacuum pedal instead of the laser pedal, indicated by the info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿. No technical root cause could be identified. The system was working within specification. The sample was not returned to the manufacturer for evaluation. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).